Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported trial damage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint consisted of (1) 254500738 attune ps fem trial sz 8 lt, lot number: mvmcha910. Examination of the returned device confirms the reported trial damage. Notching of the femoral groove was found which is consistent with saw blades coming in contact with the device. The color-coded indicator of the trial, was severely faded and the overall appearance of the device exhibits discoloration and scuff marks covering surface of the device. A complaint database search on the provided product code family identified similar reports which when confirmed were attributed to user error. Per surgical technique (B)(4) (page 58, care should be taken to avoid saw blade excursion into the femoral trials or implants. The condition of the device is indicative of wear due to many cycle of use in the field as well as inadvertent user error as attributed to saw blades coming into contact with the device. Based on the determination of normal wear and inadvertent user error as the root cause, the need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that these are all out of the office sets for unknown reason. No surgery was effect. No patient was effected.